Manufacturer narrative:
The device was returned to olympus. And the evaluation found, a failed light transmission, minor scratches edges on the video connector, minor stains under the light guide cover glass, dents on the distal end. And a loose handle making the image rotate backward. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited a failed light transmission, minor scratches edges on the video connector, minor stains under the light guide cover glass, dents on the distal end. And a loose handle making the image rotate backward. There was no patient involvement.